Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial lead patch system measured an out-of-range shock impedance. The lead system was abandonded and a new transvenous defibrillation lead and ICD were implanted pectorally. The explanted ICD was returned to guidant for laboratory evaluation.